Manufacturer narrative:
Visual findings found no broken stitching. The bottom portion of the cotton fabric where the waist strap is sewn has been ripped. It appears that it was pulled excessively from the right strap as it has creases. Evaluation found the bottom portion of the cotton fabric where the waist strap is sewn has been ripped. It appears that it was pulled excessively from the right strap as it has creases. The failure is originated at the box stitch that secures the waist strap (webbing) to the cotton fabric (printed plaid material) when the strap was pulled. The box stitch is intact, and the fabric sewn with the box stitch has torn suggesting excessive force was applied causing the cotton fabric failure. The instruction for use (IFU) on this product was reviewed and indicated that do not use on a patient who is or becomes highly aggressive, combative, agitated, or suicidal. Based on the information from the evaluation, there is no evidence that a manufacturing non-conformity contributed to the reported complaint, and the instructions for use were reviewed and determined to provide adequate instructions and warnings for the safe and effective use of the device. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. (B)(4).

Event description:
Received an FDA complaint via email regarding a defective product. The patient was able to rip through the product, hospital staff were able to intervene. No injuries were reported. Troubleshooting guide saved, no gtin number provided. The date the issue was discovered is unknown and no patient incident or injury was reported.